Event description:
The user reported that the switch shorted out. Our inspection found a small cut in the cord near the switch that caused the short. The cut could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the switch shorted out. Our inspection found a small cut in the cord near the switch that caused the short. The cut could have exposed the user to bare wire. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.